Event description:
It was reported that the 9800 system does not boot up. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The service rep replaced the footswitch and upgraded the software, display adapter board, system interface board, sbc, cine, and hard drive. The system functions as intended.